Event description:
Clinical study. Same case as MDR 6000093-2006-00094. It was reported that three hundred and thirteen days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr) of the proximal right coronary artery (rca). The index procedure treated one target lesion to help alleviate a myocardial infarction (mi). Target lesion 1 was a 3.0 mm vessel diameter, 100% stenosed region of the proximal rca. The lesion was 46.0 mm in length, was moderately tortuous with moderate calcification, and had a thrombus present. The physician predilated the lesion prior to placing two taxus express2 8.8% 3.0 x 24mm drug eluting stents, in overlapping fashion, without complication. The pt was discharged receiving asa and plavix. The site reported that the pt underwent a tvr of the proximal rca to alleviate focal in-stent restenosis 313 days post index procedure. The physician treated the lesion by placing a taxus express2 8.8% stent in the target vessel. In the opinion of the physician there was a probable relationship between the taxus stents and the tvr. The pt was discharged one day post tvr in satisfactory/good condition.